Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 460 mg/dl. The customer treated with the pump. Customer's blood glucose value was 409 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. The customer wanted to go over their setting to make sure they were accurate. The drive support cap appeared normal. The device settings were correct. The customer checked their blood glucose value again and it was 358 mg/dl. The customer was advised to monitor and call back to run hp test if high bgs persist. The customer did not insisting on pump replacement. The product is not expected to be returned for analysis.